Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: correction: upon further review of this complaint, it was determined that the reported condition of the saw head of the battery oscillator device falling off did not occur. Since there was no reportable malfunction against the device, this complaint is not reportable. Reporting for this event is therefore completed.

Event description:
Upon further investigation of the device additional findings were identified which deemed this complaint reportable. It was reported that during service and evaluation, it was determined that the turn knob was loose and detached from the battery oscillator device. It was further determined that the device failed pretest for general condition, check quick coupling for saw blades and check function of device. It was noted in the service order that the clamping screw was damaged after the surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. During repair, and evaluation, it was found that the turn knob was loose and detached from the device. Due to the detached knob a saw blade could not be attached, and other test steps could not be performed. It was determined that the issue related to the loose turning knob was due to a design issue which was escalated to CAPA. Therefore, the reported condition of the device knob coming apart was confirmed. The assignable root cause was determined to be traced to device design, which is a design issue. H6. Component code, investigation findings and investigation conclusions code have been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: h6. Medical device problem code added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the saw head falling off, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported that during service and evaluation, it was determined that the saw head of the battery oscillator device fell off. It was determined that the device would not run and had component damage. It was further determined that the device failed pretest for general condition, check quick coupling for saw blades, check function of device and check oscillation frequency with frequency meter. It was noted in the service order that the clamping screw was damaged after the surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed.